Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flexible scope exhibited a missing snaking indication (more than 1 mm2). There was no patient involvement.